Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing. The heart rate was in 30¿s on telemetry and the patient was not dependent. The patient also complained of dizziness and profuse sweating. The device was reprogrammed and it resolved the issue. Additional information was received indicating that an rv lead fracture was suspected and cause the observations. The lead was surgically abandoned and capped. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.